Event description:
It was reported that during a stenting treatment procedure stent damage was noted. The cylindrical portion of the carotid wallstent was deformed. The device was not used. Additional information has been requested and is not available. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system and no issues were noted with the stent. The packaging stylus was returned within the device and this had been moved proximal to the distal tip and was exiting the monorail exit. The packaging stylus was kinked at two locations where it had exited the monorail exit. During analysis, the packaging stylus was removed without issue and when a 0.014 inch filterwire was inserted through the device it exited the monorail exit as required. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage was noted. The cylindrical portion of the carotid wallstent was deformed. The device was not used. Additional information has been requested and is not available. No patient complications were reported and the patient's status is unknown.